Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, using a 3rd party wall adapter and charging cable is not recommended. Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.